Event description:
It was reported by service report that the mattress was ripped and there was a broken IV pole. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: mattress; IV pole.